Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full height drawer 6 would not open. A field service engineer (fse) found the far-left led on the controller board dark. The fse removed the drawer and discovered that the slide rail had damaged the latch sensor. The fse replaced the light sensor and installed a slide bumper and slide rail. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to open, did not attempt to move and there were no clicking noises during the attempt, maintenance required notification appeared immediately. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.